Event description:
It was reported that during preventive maintenance at the healthcare facility, the long pointer was found to be missing a black port cover. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The reported event that the black port cover was missing was confirmed by the manufacturer service technician.

Event description:
It was reported that during preventive maintenance at the healthcare facility, the long pointer was found to be missing a black port cover. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.